Event description:
The user facility in japan reported a 65-year-old male admitted in cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant reported a positioning issue during impella support. It was documented that the pump was pulled back into the aorta as a result of the patient moving. Support was maintained throughout the night until the pump could be removed the following morning. There was no harm to the patient as a result of the noted issue.

Manufacturer narrative:
Based on the clinical account, the root cause of the positioning issues was that the tuohy borst was not tightened. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. This report is being filed as part of a retrospective review of historical records.